Event description:
The customer reported that the thickness of the material caused the belt not to tighten or loosen, which is unsecure for the patient. There was no patient injury reported.

Manufacturer narrative:
Product not returned. Evaluation: results: two samples of model 6545 were pulled from finished goods and the dimensions of the belts thickness and width matched the product specifications.